Event description:
The customer reported 12-lead ECG v1 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v1 signal loss. There was no pt impact. A philips field service engineer reported that the lead's ECG leadset was the cause of the malfunction, and the customer would order and replace the leadset to resolve this issue.